Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure and placement of the left ventricular (lv) lead, the guidewire was stuck in the lead. The physician chose to replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the guidewire was returned and analyzed. Analysis indicated that the stylet/guidewire was kinked/buckled. The guidewire was unraveled. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.